Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results compared to 2 other meters. The reporter alleged obtaining readings of "230mg/dl" on the subject meter compared to "127mg/dl" on a ot ultra2 meter and on a freestyle meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.